Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign materials found present on the auxiliary jet channel. Is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer had returned the colonovideoscope to the service center for evaluation related to a separate issue. During testing, foreign materials found present on the auxiliary jet channel. There had been no patient involvement.